Event description:
Healthcare professional reported "pt wanted band removed for dysphagia." Lap-band system was explanted and not replaced.

Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Dysphagia is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number of the device. The device return is pending and the follow-up with the surgeon is currently ongoing. Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."